Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer came in on (B)(6) 2016 complaining of chest pain. Customer was found to be hypoglycemic and is now in the intensive care unit for insulin drips. Caller stated that the endocrinologist believes the diabetic ketoacidosis was caused by the customer wearing the infusion set for 5 days. Customer was advised to wear sets for no longer than 3 days.